Event description:
It was reported that during the implant attempt the lead became dislodged and there was difficulty fixating the lead to the endocardium. The lead was explanted and a new lead implanted. No patient complicatoins have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.